Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2022. At the routine 45-day follow-up on (B)(6) 2022, the patient had computed tomography (CT) imaging which showed the device to be in the correct position, with no leaks. The patient came in for a non-watchman related visit on (B)(6) 2024 and had coronary CT angiogram performed. The CT revealed that the patient had evidence of coronary artery calcification. It was also noted on the imaging that the laa closure device demonstrated contrast visualization of the appendage lobes suggesting an incomplete closure. A transesophageal echocardiography (tee) was completed on (B)(6) 2024 showing a peri device leak (0.53 cm/5.3mm). There was no evidence of thrombus and the device appeared to be off center. The patient was not on any anticoagulation medication at the time of the event. There was no intervention performed.